Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after receiving therapy from their implantable cardioverter defibrillator (ICD). Interrogation indicated the device had a power on reset (por) several years prior when the patient had received radiation therapy. As a result, the battery voltage data was missing. It was noted the patient has been lost to follow-up for several years. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.